Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2019-02493.

Manufacturer narrative:
Investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report number 3006705815-2019-02493. It was reported during and post device implant procedure, patient felt pain in their left calf and ankle area post lead placement. Patient felt their pain during intra operation testing with stimulation programmed on and off modes. Upon fluoroscopy imaging, correct lead placement was confirmed, and no abnormalities were found. Physician administered a steroid injection for the pain and procedure was completed. However due to the patient continuing to feel pain post operation, patient was hospitalized, and stimulation was turned off. A magnetic resonance imaging was performed showing pain was at the sacral two neuritis location and the physician stated motor response were normal. Patient continues to be hospitalized and stimulation was turned on to receive effective coverage. No further intervention was performed. No further information is available.

Event description:
Related manufacturer report number 3006705815-2019-02493. New information received from the physician states that the patient went to rehab following procedure and was discharged from rehab today as well.